Event description:
It was reported that the ilet user's freestyle libre 3+ sensor expired and a replacement was not available, so the user was instructed to place the ilet in bg run mode with manual blood glucose entries every four hours. Blood glucose at the time of the call was 142 mg/dl, and no device component issue was applicable. No reported clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed no device problem and identified a usage problem related to procedure, with no applicable device component. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and that an unintended use error contributed to the event.